Event description:
Customer reported waking up to an alarm on the insulin pump. Customer stated that they were unable to read the alarm due to a blue area on the screen. Customer mentioned that they are unaware if they slept on the insulin pump. Customer's blood glucose reading at the time of the call was 105 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.